Event description:
It was reported that the patient's right ventricular (rv) lead exhibited failure to capture, high capture threshold and sensing issues. The physician elected to reposition the lead. During the reoperation, the physician was not able to retract the lead and had difficulty extending it. The rv lead was explanted and replaced with a new lead. There were no patient consequences.